Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of "artifacts" appearing on the display, there was nothing observed at analysis, however it was noted that the stylus cable was damaged and that the touch screen was out of specification and both were replaced to resolve. It was additionally noted that no software update was possible and therefore the software was reloaded. The new stylus was calibrated. (B)(4).

Event description:
It was reported that at times the programmer went to a black screen and that sometimes the screen displayed noise. It was noted that the stylus touch pen was functional. It was additionally reported via follow-up that the screen issues occur immediately at the boot phase and that pressing on the right and left edges of the screen did temporarily alleviate the noise on the screen and parts of the normal screen would become visible however upon releasing this manual pressure the noise reappeared. The programmer was returned for service. There was no patient involvement.